Event description:
Patient contacted dexcom technical support on (B)(6)2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6)2015. Patient uses acetaminophen against user guide recommendations. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). Additional information: the complaint device was not returned for evaluation. However, data was received and downloaded. A review of the downloaded receiver data log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).